Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pains and shortness of breath. The right atrial (ra) lead could not confirm sensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.